Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient faced infusion set occlusion in tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.